Event description:
Related manufacturer reference number: 2017865-2022-12176. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that there was no capture threshold and no sensing on the right atrial (ra) lead. Further examination revealed ra lead dislodgement. Physician decided to explant the ra lead using laser lead extraction procedure. During procedure, the right ventricular (rv) lead was dislodged as well. The physician explanted and replaced both ra and rv leads in the same procedure on (B)(6) 2022. The patient was in stable condition.